Manufacturer narrative:
(B)(4). Follow up for device evaluation it was reported there is a white substance on the bottom near the hub. To aid in the investigation, one sample was received in an opened packaging blister. A visual inspection was performed, and the needle hub has an epoxy drip over. No other defects or imperfections were observed. This condition occurs during the assembly process if there is a jam at the cannulator. A device history record review was completed for provided material number 305180, lot 4212669. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported condition. There were no related quality notifications. All processes and final inspections complied with specification requirements. The sample will be shown to associates for awareness. Based on the investigation with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
Materials: 305180 batch#: 4305302, 4212669. Verbatim: contaminated blunt fill needle with white substance on the bottom near the hub. Response on (B)(6)2025, we actually found another one of a different lot number while we were investigating. That lot is 4212669. It appears to possibly be the adhesive or white part that makes the needle stick into the hub that possibly dripped.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.